Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was hospitalized on (B)(6) 2011 for diabetic ketoacidosis, with blood glucose levels that were out of range. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.